Event description:
It was reported that revision surgery is scheduled for (B)(6) 2013 due to an adverse reaction to metal and a soft tissue reaction.

Manufacturer narrative:
The combination of devices used in this case constitutes an off label application in the USA.